Event description:
It was reported that during a biopsy, the plastic hub broke off of the coaxial needle during a puncture of the inter vertebral disc. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. Visual/microscopic inspection:original sample not returned. Functional/performance evaluation: original sample not returned. Medical records review: n/a image/photo review: one (1) electronic photo was received and the returned photo shows a bloody needle placed in a bowl. The plastic hub was broken off of the coaxial needle, which is consistent with what the user reported. Based on the photo review, the reported needle break can be confirmed. Conclusion: although the sample was not returned for evaluation, an electronic photo was provided for review. Based on the photo review, the reported needle break can be confirmed as the plastic hub was broken off of the coaxial needle. Per the reported event details, the lumbar disc biopsy was performed between the inter vertebral disc space, the disc space is surrounded by the bones of l4 and l5 of the lumbar spine. Therefore, it is possible that anatomical and/or procedural factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: indications for use: the coaxial biopsy needle guide is intended for use as a guiding needle in obtaining core biopsy samples from soft tissue such as liver, kidney, spleen, lymph nodes and various soft tissue lesions. Contraindications: not intended for use in bone. Precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Potential complications of coaxial guided biopsy are site specific and may consist of hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and pneumothorax. Equipment required: the bard truguide coaxial biopsy needle is designed for use with bard disposable max-core and monopty biopsy instruments and bard magnum biopty-cut disposable biopsy needles. Note: for ease of insertion, puncture the skin with a scalpel at the entry site. Using imaging guidance, insert the tip of the truguide coaxial biopsy needle proximal to the lesion to be biopsied using the depth stop as an aid for proper placement and adjust as necessary. The depth stop should be adjusted so that the needle is in proper position when the depth stop is in contact with the skin. This will help stabilize the bard truguide coaxial biopsy needle. Additional information: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo received and not device.

Event description:
It was reported that during a biopsy, the plastic hub broke off of the coaxial needle during a puncture of the inter vertebral disc. The detached piece of the coaxial was removed and another coaxial needle was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission. Photo received and not device.

Manufacturer narrative:
A lot number was provided and the device history records are being reviewed. The device had not been returned for evaluation to date. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.